Manufacturer narrative:
The lead passed photographic imaging inspection. Visual inspection showed that the lead was cut during explant. No further evaluation of the lead was possible. This is the final report.

Event description:
After a lead placement procedure, the patient was not able to receive appropriate paresthesia. The surgeon decided to explant the lead. The patient was implanted with two new advanced bionics spinal cord stimulator leads.